Manufacturer narrative:
Hamilton medical ag case number is: cer 144790. Within the UDI-pi project, hamilton medical did realize that the reported device (brand name: hamilton-c1 / model number: 161003 / catalog number: 161003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided

Event description:
The following was reported to hamilton medical ag: during an inspection at the end of october, the local staff replaced the regular replacement parts, including the o2 cell. However, in november, hospital staff complained of frequent low oxygen alarms. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during an inspection at the end of october, the local staff replaced the regular replacement parts, including the o2 cell. However, in november, hospital staff complained of frequent low oxygen alarms. No patient harm or consequences.